Event description:
Suction would not engage to the patients eye or the laser. The staff contacted amo during the procedure and were instructed to shut down and reboot the machine and proceed if the machine passes tests. A third loi-12 was used to complete the procedure. Both failed lois had patient contact but no patient harm.manufacturer response for liquid optics interface 12, (brand not provided) (per site reporter).amo no longer requires to send in failed lois unless patient injury occurs. Product discarded per vendor.